Event description:
It was reported that the rotoprone therapy system allegedly malfunctioned. It was reported that the bed went into powered CPR mode without command which causes the bed to move to the zero supine. There was no patient injury reported as a result of this event.

Manufacturer narrative:
Evaluation of the bed concluded that the response from the control panel was due to a damaged cable and corrosion on the interface board from an unknown source.